Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer confirmed that the customer's compressor was cycling in and out of standby and exchanged the standby valve to correct the issue. Received device logs confirmed the reported issue eight days before the reported date of event. Ventilator alarms for low air supply pressure and high o2 contractions were generated indicating insufficient air supply during ventilation. The standby valve was installed in a reference compressor which was connected to a ventilator. The compressor started to correctly deliver air when wall air was disconnected from the compressor, and went to standby when wall air was re-connected again. No alarms were raised by the connected ventilator during simulated-use tests of ventilation. The compressor was nevertheless periodically going to standby for short periods of time. Typically the compressor was active for 30 seconds followed by a standby period of about 7 seconds when wall air was disconnected. Resistance measurements conducted on the returned standby valve were found to be according to specification. Our conclusion in this matter is that the returned standby valve was faulty. The cause for the failure has not been determined from this investigation.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor kept turning off and on. There was no patient harm. (B)(4).